Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an issue with the front case assembly with keypad. No additional information was provided.

Event description:
It was reported, that there was an issue with the front case assembly with keypad. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: the reported issue of unresponsive (shorted) keypad is confirmed, based on the field action. Device inspection: n/a, no devices were received for evaluation. Root cause analysis: electrical failure design device history review: device history record (DHR) reviews are not required for field action complaints, because the root cause of the issue is known. The investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that there was an issue with the front case assembly with keypad. No additional information was provided.